Event description:
It was reported that the patient received multiple shocks and was admitted due to an electric storm. During the device replacement procedure, the operator found the device header detached from the device can. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and the device connector was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.